Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" error was confirmed in the error log. The sensor board was replaced to address the issue. In addition, the motor blower assembly and stirring fan foam were replaced due to noise. The power supply board, pollen filter, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, and power cord were also replaced. These component replacements were unrelated to the reportable issue.